Manufacturer narrative:
Concomitant medical products: product ID 306001, product type: screening device. Product ID: 309201, lot# unknown, product type: screening device. Other relevant device(s) are: product ID: 306001, serial/lot #: unknown; product ID: 309201, serial/lot #: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a trial patient who was using an external neurostimulator (ens) for urgency frequency; the trial began on (B)(6) 2021. It was reported that the trial patient keeps getting a communication error on their programmer. It does go away right away after they presses retry. They have also reached the maximum setting when trying to increase stimulation. Maximum settings were originally at 5.2 but now it is at 4.9. The patient thinks they may have moved the wires while sleeping. Their belt was loose and was able to tighten it. They lowered it to 0 then increased it again, but slower this time. The patient reached 4.7 and can feel the stimulation now. The issue is resolved at the time of this report.